Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short v-v intervals and had a polarity switch changed to unipolar. The lead was programmed back to bipolar polarity. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.